Manufacturer narrative:
The pump all buttons function properly however moisture damage was found on keypad traces. No sticky button or button error alarm noted. All operating currents are within the specifications, no unexpected low battery, off no power, bad battery or failed battery test alarm noted during testing. The pump was received with scratched lcd window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked on battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had button error alarm, keypad anomaly, failed battery test alarm, and no delivery alarm. The blood glucose at the time of the incident was 56 mg/dl. The customer states the blood glucose was low because she was being active. She states she has trouble inputting the numbers, because the up button not responding. The pump alarmed button error alar did occur, but is unsure if the buttons were held down for longer than three minutes. The numbers are not ramping or scrolling. The customer decline troubleshooting the no delivery alarm and failed battery test alarm. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.